Manufacturer narrative:
Unit received with operating currents within specification. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to loose / flush drive support disk. Unable to perform prime/delivery test, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners and reservoir tube lip. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor was coming out of the pump case. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be return for analysis.